Event description:
As reported, the autopulse platform (sn (B)(6) would not hold the lifeband cover plate in place. Per a reporter, the platform displayed an unknown error message due to the lifeband cover plate was not snapped fully in place twice. The crew immediately performed manual CPR. The rosc was achieved and the patient was delivered with the pulse to the hospital. No consequences or impact to the patient. Upon the crew's return, the platform was tested with new lifeband and the issue was duplicated. The lifeband used during the call was placed in another platform and worked as designed without any issue. Per the reporter, the lifeband is functional.

Manufacturer narrative:
The customer report of the autopulse platform (sn (B)(6) that would not hold the lifeband cover plate in place was confirmed during the initial functional testing and visual inspection of the returned platform. The investigation findings revealed that the root cause of the reported issue was due to slightly broken locking tab on the bottom enclosure likely due to wear and tear or user mishandling such as a drop. The returned autopulse platform was manufactured in december 2008 and it is more than 12 years old, well beyond the expected service life of 5 years. The reported complaint of "the autopulse platform displayed an unknown error message" was confirmed during the archive data review. Based on the archive, the platform displayed user advisory (ua) 02 (compression tracking error) and user advisory (ua) 18 (max take-up revolutions exceeded) error messages likely due to the lifeband disengaging from the bottom of the platform. During visual inspection, the damaged locking tab on the bottom enclosure was noted, thus confirming the customer complaint. In addition, unrelated to the reported complaint, a hairline crack on the front enclosure was observed. This type of physical damage was likely attributed to mishandling such as a drop. The front enclosure was replaced to address the physical damage. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate needs to be deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. The autopulse platform failed the initial functional test due to the lifeband not locking to the bottom of the platform, confirming the customer complaint. The bottom enclosure was replaced to address the reported issue. A review of the archive data showed user advisory (ua) 02 and user advisory (ua) 18 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with a serial number (B)(6).

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
As reported, the driveshaft of the autopulse platform (sn (B)(4)) would not hold the lifeband band clip. Per a reporter, the platform displayed an unknown error message due to the lifeband clip not inserted fully in the place twice. The crew immediately performed manual CPR. The rosc was achieved and the patient was delivered with the pulse to the hospital. No consequences or impact to the patient. Upon the crew's return, the platform was tested with new lifeband and the issue was duplicated. The lifeband used during the call was placed in another platform and worked as designed without any issue. Per the reporter, the lifeband is functional.